Event description:
It was reported that during an unk procedure, suddenly the device got hot and the clamp arm detached. The operator used a new device to carry out this operation. No adverse consequences on pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.